Event description:
Narrative from staff: doctor was using this cor knot device to secure the knots around this patient's new inspiris aortic valve. Both handles worked well initially, but one began having a difficult time cutting the string after a few uses. It was removed from the field and the team then only used the second handle, which also eventually had a difficult time cutting the string. Doctor had to fire the handle multiple times before the device would cut the string.